Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had an issue. The customer¿s blood glucose level was unknown. The customer reports that the sensor electrode was missing and that it has not noticed where it was lost. The sensor will not be returned for analysis.